Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my tubes and 1 coil removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("had only 1 tube and the doctor said the other must have fallen out during a period"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and device expulsion outcome was unknown. The reporter considered device expulsion and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my tubes and 1 coil removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. In (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("had only 1 tube and the doctor said the other must have fallen out during a period") and was found to have a pregnancy with contraceptive device ("pregnancy with iud"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device expulsion, medical device removal and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc on 29-may-2020: social media received: reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my tubes and 1 coil removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. In (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("had only 1 tube and the doctor said the other must have fallen out during a period") and was found to have a pregnancy with contraceptive device ("pregnancy with iud"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device expulsion, medical device removal and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received : reporter information added , event : device failure , pregnancy with contraceptive device added on (B)(6)2020: no new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.